Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that when it plugged in a device to test connectivity with new middleware technology, the cs300 intra-aortic balloon pump (iabp) unit's rs232 port was physically damaged. There was no patient involved.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: contact person name: (B)(6). Getinge field service engineer (fse) found unit had the it department testing a new program which required them to remove/attach the cable that was connected to the rs232 port. Removed power supply and retightened the rs232 port to the chassis. There were no stripped threads in the standoffs. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's port is physically damaged.